Event description:
It was reported that on or about (B)(6) 2009, a sparc sling system was implanted in the plaintiff to treat stress urinary incontinence. The plaintiff's attorney alleges that, the product has caused the plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering. It was also alleged that, as a result of having the implanted mesh, the plaintiff has experienced pelvic pain, general infection, inflammation, urine leakage, fecal leakage, lower back pain which radiates to her legs and hips, and pain during sexual intercourse.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.